Event description:
Initial reporter indicated that patient complained of extremely violent coughing with stimulation after lead replacement surgery. The coughing has even made the patient vomit. When the magnet was taped over the device, the coughing stopped. The physician programmed the device to off and the coughing stopped. Patient could not teolerate a lead test. Device was programmed back to on at a later office visit at which time the patient did not experience any further episodes of coughing/vomiting. Further investigation revealed that the patient's family member requested that the device be explanted becuase the patient began to demonstrate unusual behavior (violent and aggressive). The unusual behavior continued after parameter adjustments and programming the device to off.